Event description:
Contact reported that the tip of the hexlobe driver sheared off during final tightening. Tip remains in the setscrew, implanted in the pt. There was no pt injury reported as a result of this situation at this time. A possibly compromised implant was left in the body and could require surgical intervention in the future. As a result an MDR is being filed to document this event.

Manufacturer narrative:
A definitive cause of the event cannot be determined. Events of this type are typically caused by excessive force placed on the instrument during final tightening. Caution should be taken not to over-torque the instrument during final tightening. The following analysis pertains to the tip of the driver remaining in the screw head. The instrument is made of stainless steel and although it is not implant grade, it is still controlled in its manufacturing and specifications. In particular, it is resistant to corrosion in a variety of environments, including blood. In addition, the two parts (screw and broken tip) are static and the likelihood of corrosion is extremely low.